Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided information on how to set the parameters. The customer emailed back stating the parameters are correct, and they are alarming as expected. The device was confirmed to be operating per specifications and no failure was identified. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that unit was not alarming any lows or high lows. The device was in use on a patient at the time of the event. There was no adverse event reported.